Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent moved on the balloon. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 3.50x32mm taxus liberte stent was advanced to the rca but was unable to cross the lesion. The device was removed and an apex balloon was advanced to the lesion for predilatation. The taxus liberte device was re-advanced to the lesion but was still unable to cross the rca. The device was removed from the pt and it was noted that the stent had moved on the balloon. Another of the same device was successfully implanted in the lesion and postdilation was performed with an unspecified device. No pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).